Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The reporter (patient) has provide information that the specialist does not advise re-implantation of the lens at this time. Therefore, for the time being, the patient is going to withdraw the complaint with company, patient is not going to fill out the questionnaire and wait another year for a new examination and a new diagnosis. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the patient also had blurry vision. The patient went for second opinion and the physician stated that the problem was really in one of the lenses and there were glistening¿s that appear.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient has been diagnosed that the lens of the left eye is cloudy. It was planned to perform another surgery to remove the iol. It was reported that the patient in shock from this diagnosis. Additional information has been requested; however, further information has not been received.